Event description:
Reportedly, the knife blade cut, but the staples fell out of the cartridge and did not form properly. Converted to an open procedure to complete the case. The account discarded the product.